Event description:
Right knee scope performed on (B)(6) 2010. Nothing usual. Experienced intermittent lateral knee pain postop. Eventually has flu, xray which revealed broken off flip of arthrex shaver. Fortunately the shaver piece was entirely extra - articular.